Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is (B)(6) and event site full name is (B)(6) hospital company limited. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that the cardiosave intra-aortic balloon pump (iabp) could not be turned on. No patient was involved.

Manufacturer narrative:
H6 (type of investigation, investigation findings, component codes and investigation conclusions). Corrected field: d10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the machine was turned on, however, the screen did not turn on. The fse initially found the coiled cord to have a problem. The fse continued with replacing the part, which was on the fsca list that requires a coiled cord replacement. The fse then tested the unit for a day and found that the unit could then be used normally. However, the original issue reappeared with the unit, and after checking the unit, the fse the same issue as before. The unit was able to be turned on, but the screen did not turn on and there was a long beep. The fse tried changing the display monitor to video gen board kit, (0040-00-0456). After the replacement, the fse was able to turn on the unit normally. The unit passed all functional and safety checks performed to meet factory specifications.